Event description:
It was reported that the patient had the inflatable penile prosthesis, implanted in 2010, removed as it was broken. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis, implanted in 2010, removed as it was broken and the device would not cycle. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient outcome following the surgery was fine.